Manufacturer narrative:
During preventative maintenance on device (B)(4) it was identified through visual inspection that the pointer probe had some material damage. However this did not impact on the accuracy of the pointer probe, accuracy was confirmed through testing. No root cause for the material damage could be determined from the investigation. The defective part was replaced.

Manufacturer narrative:
During preventative maintenance on device sp 14 003 it was identified that the pointer probe was damaged. The pointer probe was replaced. Investigation into the root cause of the damage is in progress.

Event description:
During a device test as part of the preventive maintenance, it was identified that the pointer probe was damaged. There was no patient involvement reported.